Event description:
Rptr alleges the pt began having a pain and discomfort in january 1999, especially on the left. An examination was done and the pt was found to have bilateral grade iii capsular contracture with the left being slightly firmer than the right. Rptr also alleges that upon removal bilateral rupture was found.